Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil deployed prematurely. The patient presented with a renal pseudo aneurysm. A 2mm x 6cm interlock¿ coil was introduced through a mildly tortuous anatomy using a direxion microcatheter with intermittent flush. The interlocking arms detached and the coil was prematurely released in the microcatheter. The coil was unable to transfer in the microcatheter so the physician pulled back the pusher wire and flushed the microcatheter. Additional attempts to transfer two other 2mm x 6cm interlock¿ coils failed. An angiogram with contrast agent was performed and it was noted that the first coil had been flushed out of the microcatheter into the patient. It was also noted that the coil appeared very long. No patient complications were reported and the patient's condition was stable.